Event description:
A malfunction was reported involving the customer¿s pump, indicated by malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use multiple daily injections (mdi) as a backup therapy to avoid insulin delivery interruption. Tandem technical support arranged for a replacement pump with updated software to be sent to the customer, provided instructions for storage mode, and included a return process for the defective pump. The customer understood and acknowledged the instructions provided.